Manufacturer narrative:
The insulin pump was received with pump error 38 during rewind due to corroded motorhome switch. The insulin pump passed the self-test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 43 alarms or additional pump alerts/alarms due to pump error 38 alarms. The pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms. Blood glucose level at the time of the incident was not provided. The customer stated that he was unable to rewind the insulin pump. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.